Manufacturer narrative:
Onsite investigation was preformed and the field representative confirmed that the 'door open' warning displayed on the pendant despite the doors being completely closed. Adjustment of door switches and covers resolved the issue. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation systems gantry door would not close and the system's pendant displayed a 'door open' warning. The issues was discovered during gain calibration. There was no patient present when this issue was identified.